Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 400 mg/dl. Customer was vomiting and nauseated. Customer woke up with high blood glucose. Physician advised customer to go to hospital due to vomiting. Hospital treated with two bags of IV. Nothing further reported.